Event description:
The customer alleged that the bed would go up and down on its own freely, would not follow commands. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref: (B)(4).

Manufacturer narrative:
Upon inspection, the technician found that the had bed run by itself, due to the hand pendant being stuck between the frame. The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. The field service technician removed caregiver pendant to resolve the alleged issue. The technician performed a functional test per the service manual to verify the bed functioned as designed. Based on this information, no further actions are required at this time.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.¿ the investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer alleged that the bed would go up and down on its own freely, would not follow commands. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref #(B)(4).